Event description:
The customer called to report water under the screen after the insulin pump was submerged in water. The reported blood glucose reading was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor.